Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Event description:
Related manufacturer reference number 1627487-2023-00807. It was reported that patient experienced a consistent shocking sensation that was described as positional stimulation and believed to be due to be from using tonic stimulation when system was operable (related manufacturer reference number 1627487-2023-00807). Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.